Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported by the patient that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode were surgically explanted. Several attempts to obtain additional information at this time have been unsuccessful. Besides surgical intervention, no adverse patient effects were reported.